Event description:
The customer reported the system does not work normally. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. This MDR is related to ge healthcare complaint.